Event description:
It was reported that the customer intermittently experienced elevated blood glucose (bg) levels over 500 mg/dl and diabetic ketoacidosis; cause was not known. Customer performed supply changes and administered a bolus via the pump to address the issue and went to the emergency room with ketones (amount was not known) identified as life-threatening by a healthcare provider on (B)(6) 2023. Customer was treated with intravenous fluids of saline and insulin and was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.